Event description:
It was reported that approx sixteen months after implantation of a vena cava filter, the pt was admitted to the hospital with radiating chest pain and shortness of breath. CT imaging revealed a detached filter limb in the right ventricular apex with associated pericardial effusion, and another detached fragment of a filter leg was identified in the ivc wall. Open heart surgery via sternotomy was performed to remove the detached filter limb, and the filter was removed percutaneously through the jugular vein. The pt tolerated the procedure well.

Manufacturer narrative:
The lot number was provided and the device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. Device photos were provided. Medical records were provided. Based on the review of the photos and review of the medical records, the complaint investigation is confirmed for a filter limb detachment. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to the reported event.